Event description:
It was reported that episodes of non-sustained ventricular oversensing were observed via remote transmission. Loss of capture was observed. Programming changes were made. When the patient was brought into clinic again, noise, loss of capture, and high pacing lead impedance were observed. Programming changes were made. Subsequently, a pocket revision was performed and it was noted that the lead pulled out of the header without loosening the setscrew. It was concluded that the pin was not fully inserted during implant. The lead was reinserted and setscrew was tightened. The device remains implanted.

Manufacturer narrative:
(B)(4).